Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic assisted distal gastrectomy, at the fourth firing, reload was used then at that time, the powered handle suddenly stopped working and blue indicator illuminated. The handle was replaced with another handle, and the device was able to be used. There was no patient injury.